Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Received medical records on 06/06/2018. Medical records reviewed for MDR reportability. Left attune total knee revised to address pain, swelling, and aseptic loosening of the tibial base plate, at the cement to implant interface. An incidental unknown acl screw was explanted along with the tibial base plate and the tibial insert. The femur and patella components were retained. Depuy cement was used in primary. Doi: (B)(6) 2015; dor: (B)(6) 2017; (left knee).

Manufacturer narrative:
Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot :device history reviewed: 1 unrelated non-conformance on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1additional report related to implant loosening, and 1 other complaint that is not related to implant loosening. Total for lot number: 3 (B)(4). Device history batch : null. Device history review : null. Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: device history reviewed: 1 unrelated non-conformance on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report related to implant loosening, and 1 other complaint that is not related to implant loosening. Total for lot number: 3 ((B)(4)). Device history batch: null. Device history review: null. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes heen able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy as not synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Product complaint # (B)(4). No device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Update 27-feb-2020: re-opened due to implant photos and medical records received on june 21 2019 device history lot : device history reviewed: 1 unrelated non-conformance on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1additional report related to implant loosening, and 1 other complaint that is not related to implant loosening. Total for lot number: 3 (B)(4). Device history batch : null. Device history review : null. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Product complaint #: (B)(4). Investigation summary: no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Device history lot: device history reviewed: 1 unrelated non-conformance on this batch. Final micro and sterility tests passed. Complaints database searched: a complaint database search on the provided lot number found 1 additional report related to implant loosening, and 1 other complaint that is not related to implant loosening. Total for lot number: 3 (B)(4) if information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.